Event description:
On (B)(6) 2012, the patient reported experiencing a low blood glucose (bg) excursion. The patient claimed that on an unspecified time on (B)(6) 2012 she was not feeling well and fell unconscious. The patient stated that her son disconnected her from the pump and called 911. The patient reported that her bg was 30 mg/dl. It is not known if the result was obtained with the patient's meter or with the ems meter. The patient claimed she was given glucose by the paramedics and gained consciousness. The patient informed customer support that she refused to be taken to the hospital for evaluation. At the time of troubleshooting, the patient confirmed all the pump's settings, including the date and time were correct. Low battery, empty cartridge and low cartridge were the only alarms captured in pump's alarm history. The patient informed customer support that for the past 3 days she had been using an insulin pen to bolus. Bolus history in pump showed 0 units for (B)(6) 2012 - (B)(4) 2012. Total daily delivery (tdd) was reviewed and it was confirmed that all numbers added up correctly. The patient denied being sick or starting on any new medications or foods. In addition, the patient denied manipulating the cartridge or cartridge cap while connected to the pump. At the time of the call, customer support advised the patient there was no indication that the pump was malfunctioning and advised her to follow-up with hcp in regards to low bg. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: 09/17/2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. The pump was opened and the internal battery (bt1) was found to be leaking. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.